Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 18sep2018. The philip's product support engineer (pse) troubleshot the issue with the customer over the phone. The reported condition was verified. The pse recommended that the power supply be replaced. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported the ventilator would not run on alternation current. The device was able to run on battery operation only. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate only.